Event description:
The mother of a male pt reported that her son had been experiencing continuous vomitting. He was taken to the hosp where his blood glucose values were 900 mg/dl and he was diagnosed with ketoacidosis. He was given an insulin drip and a bi-carb drip. The pt was diagnosed with pneumonia. The pt reported that his insulin infusion device was delivering insulin inaccurately. The pt reported that he had a lot of air in the infusion set tubing was having difficulty priming. The pt requested replacement adapter, batteries and cartridges so that he could return to pump therapy and be released from the hosp. The pt is not changing his infusion set tubing per the mfrs recommendations (every 6 days). In addition the pt stated that he does not allow his insulin to warm to room temperature before use. Product was requested to be returned for evaluation.